Manufacturer narrative:
(B)(4) . To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on an undisclosed date and mesh was implanted. It was reported that she experienced undisclosed injuries. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 1/27/2020. (B)(4). Corrected information: manufacturer site address. Additional narrative: it was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2008 and mesh was implanted. It was reported that the patient experienced stress urinary incontinence and erosion following surgery. It was reported that the patient underwent mesh excision on (B)(6) 2009. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.